Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a rupture. Device remains implanted. The affected side is unknown.

Event description:
Physician confirmed left side rupture and additionally reported "painful axillary siliconomas and capsular contracture baker grade IV". The device has been explanted. Treatment: analgesics.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an opening, and red particles on the shell. A microscopic analysis was performed which identified: a sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp opening on posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician confirmed left side rupture and additionally reported "painful axillary siliconomas and capsular contracture baker grade IV". The device has been explanted. Treatment: analgesics.